Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection identified as (B)(6). Their implantable pulse generator (ipg) system was explanted and replaced approximately one week later. No further patient complications have been reported as a result of this event.